Event description:
Lasik complications. Following lasik procedure, I developed central toxic keratopathy (ctk) and epithelial cell ingrowth. I had 20/30 left eye vision and 20/50 right eye vision prior lasik. As a result of the lasik complications, I have 20/200 vision (barely see anything) in my left eye because the cornea is permanently damaged where it has thinned out and flattened out. I need to wear a custom made hard lens. I experience glare in my left eye. I have halos and starbursts in both eyes at night. I have low depth perception. I have low contrast and poor vision at night. Prior lasik I did not need prescription reading glasses. Following lasik I am completely dependent on reading glasses for any activity within three feet including reading, using cell, reading on a pc monitor, cooking, etc.